Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a device change out from a cardiac resynchronization therapy pacemaker (crt-p) to a cardiac resynchronization therapy defibrillator (crt-d), this chronic left ventricular (lv) lead exhibited high out of range pacing impedance measurements. Additionally, high pacing threshold measurements were noted. The lead remains in service and the lv output was increased. No adverse patient effects were reported.